Manufacturer narrative:
A device history records review was unable to be conducted since there was no reported lot #. Likewise, a ship history lot review was not performed since item #, lot #, and name of the hospital is unknown. Is unknown. Similar complaint trend review. The june 2017 angiodynamics complaint report was reviewed for the smartport product family and the failure mode "hole in catheter." No adverse trend was identified. The reported complaint description cannot be confirmed, nor can a potential root cause be determined, as no sample was returned. Angiodynamics manufacturing process controls for the smart port include air leak immersion testing. Catheters are subjected to visual inspection, verification of ID/od, and tensile force testing. The instructions for use provided with the ports contains guidance on port placement, usage, and maintenance, including the following: "potential complications: catheter fragmentation and catheter pinch-off. Catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Pinch-off syndrome: pinch-off syndrome signs may include difficulty in aspirating blood, resistance to flushing or infusion of medications or fluids that improves with position changes, infraclavicular pain and/or swelling with catheter flushing or infusion palpitations, sudden onset chest pain, cardiac arrhythmias, extra heart sound, chest wall swelling at the port pocket, vein insertion site, pain in shoulder or port area not associated with swelling, cough, paresthesia of arm on side of catheter withdrawal occlusion or swishing sound with catheter flushing. Warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Note: if infusion or aspiration is successful upon lifting arm above the head and turning the head, consider pinch-off syndrome as a possible cause. The line should be radiologically evaluated if pinch-off syndrome is suspected." (B)(4).

Event description:
Angiodynamics received a phone call from a patient's wife regarding a smart port which had been implanted in her husband in (B)(6) 2017. According to the wife, the port "has never worked," and that "imaging shows a hole in the catheter." She indicated that the port was still in situ in her husband and that they are planning on having it replaced. She wanted to know if angiodynamics "tests its ports before they ship them." The wife (event reporter) declined to give any information regarding the upn, lot #, or the hospital in which the port had been placed. She would not even provide contact information (email, address, or phone #) for herself.